Manufacturer narrative:
Concomitant medical product: unknown bsx lead, implanted: (B)(6) 2020. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died suddenly, because the cardiac resynchronization therapy defibrillator (crt-d) allegedly did not detect arrhythmias and did not deliver any high voltage therapy. The device was inactivated. It was observed on interrogation that the right ventricular (rv) lead alerted for out of range high superior vena cava (svc) and rv coil impedance. The status of the rv lead is unknown.